Event description:
It was reported that the scale was not functioning correctly and that there was an error code of the scale display due to the scale needing calibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.